Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 1 month. The pump remains off and implanted in the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to low flow alarms. The patient¿s lactate dehydrogenase (ldh) was elevated about 5 times their baseline and the inr value was 3.0. The patient did not have hematuria. A CT scan showed that the position of the pump had not changed since the last scan and an echocardiography indicated that the measurable values also had not changed. On (B)(6) 2016, the pump power was elevated and the patient¿s ldh was rising again. The patient¿s blood pressure was good and the heart was ejecting on its own. An echocardiogram showed very low flow over the lvad system. A decision was made by the healthcare professionals to stop the pump completely and treat the patient with heart failure medication. On (B)(6) 2016, the patient was reportedly still doing fine with the stopped pump. No additional information was provided.

Manufacturer narrative:
The pump was not available for evaluation and therefore the root cause of the reported event could not be conclusively determined; however, a review of the submitted system controller log files confirmed the report of transient low flow hazard alarms on (B)(6) 2016, as well as an increase in pump power and decrease in the pulsatility index over time. Based on the manufacturer's past experience and similar reported events, the patient's elevated lactate dehydrogenase levels coupled with this data could be indicative of device thrombosis. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.